Manufacturer narrative:
A machine investigation by the reg equipment specialist (res) was conducted and it was determined that a uf variance of approx 50 -60 ml/hr existed. The uf variance of 240 ml with the set uf goal of 3 kg over a 4 hour treatment time is not significant to adversely affect the pt. (B)(4).

Event description:
The pt was hemodialyzing in the hosp and receiving 4 units of packed red blood cells (rbcs) as a result of gross rectal bleeding. Her blood pressure (bp) was very low (89/43) from the beginning and her dr, dr (B)(6) was aware. The nurse did not set the hemodialysis machine to remove excess fluid because of the low bp, however, the machine was set to remove 150 ml/hr for the 4 hour treatment period. Her dialyzer and venous bloodlines clotted about half way through the third unit of rbcs; she was not receiving any heparin. The nurse had returned the pt's blood so that the dialyzer and blood lines could be replaced to allow the pt to receive the remaining unit of blood and complete her treatment. When the nurse started unhooking the pt from the bloodlines, she noticed the pt's eyes rolling to the back of her head. The pt took a really deep breath, the nurse called the pt's name several times but she did not respond. The floor nurse was notified and a code was initiated. Cardiopulmonary resuscitation (CPR) was started until the response team arrived. The pt was unable to be resuscitated and subsequently died.